Event description:
It was reported that the device had bad microswitch. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was observed. Visually inspection. Found block 4 micro switch damaged. The root cause of the reported issue was customer damaged. Actions were taken to mitigate the reported issue: replace filter block assembly. Initial reporter also sent report to FDA is unknown. No information has been provided to date.